Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead have been taken out of service due to high thresholds and the impedances increased to greater than 2,000 ohms. The physician suspected a fracture in the lead. Noise was reproducible during isometrics. No adverse patient effects reported. The physician successfully implanted a new system.